Event description:
It was reported that patient's right ventricular (rv) lead exhibited a capture anomaly. The lead was explanted. The patient condition was unknown.

Manufacturer narrative:
The reported event of capture anomaly was confirmed. Final analysis found that as received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductors and arcing was noted at the connector boot region. Destructive analysis found the inner insulation was pulled/ torn consistent with procedural damage. The cause of the reported event was isolated to the pulled/ torn inner insulation consistent with occurring at time of procedure.